Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an intrakit device. The sheath and dilator of the intrakit introducer kit were prepared as advised. It was inserted, and when the dilator was due to be separated from the sheath to be removed, the hub of the dilator fell off. The physician was able to remove the remaining part of the dilator with a clip. The physician did not have any concerns about the sheath. The physician left the sheath in the patient's radial artery and continued with the case. The physician did not feel that the sheath was damaged and was happy to carry on.